Event description:
It was reported that pump failure occurred upon powering on and the case was damaged. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received a broken/removed tamper seal. Error history log review found force sensor test. The pump was powered on and the force sensor calibration was checked for loose connections. The boards were checked for damage and motor drive and occlusion test were performed. The reported issue was not replicated. The root cause of the reported issue was found to be customer induced; the syringe was loaded during startup. There was also customer induced damage that impacted the device. Actions were taken to mitigate the reported issue: the top case was replaced and preventative maintenance was performed. This MDR was generated under protocol (B)(4).